Event description:
It was reported that during a procedure for an emergency embolization for a left middle cerebral artery bifurcation aneurysm, the physician selected a subject guidewire in conjunction with a microcatheter for the purpose of super-selecting the aneurysm. During the manipulation, the physician observed that the tip of the subject guidewire lost controllability within the microcatheter. Fluoroscopic examination revealed that approximately 10 centimeters of the radiopaque segment at the subject guidewire tip had fractured. While retracting the entire system, the fractured subject guidewire tip inadvertently fell into the patient's body. Ultimately, the physician successfully extracted the fractured guidewire using a stent retriever. The physician concluded the procedure immediately and the patient was transferred to a higher-level hospital to continue treatment. There is no additional information available.